Event description:
It was reported, the retaining ring was broken on the ambulance cot. No adverse consequences were reported to the stryker representatives.

Manufacturer narrative:
Our service technician has examined the fleet of cots and found that the preventive maintenance conducted by a non-stryker company was negligent.